Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. Evaluation summary: (B)(4) the actual device was not received. Performance data collected from the device was analyzed and revealed that time of elective replacement indicator in save to disk on (B)(6) 2010, device recommended replacement time <=2.62 v. The weekly log battery voltage trend data shows min bat=2.99 to 2.61 volts between (B)(6) 2010 and (B)(6) 2010. Save to disk review showed a charge circuit problem (tachy) with 1 - patient alert for charge circuit timeout on (B)(6) 2010. There was ventricular short interval count v-short interval counter=7375.7 counts avg/day, in (B)(6), between (B)(6) 2010 and (B)(6) 2010; 6 - ventricular non-sustained tachycardia <=210 ms average v-cycle on (B)(6) 2010 in the timeframe between 11:30:23 and 12:41:11; 41 - ventricular fibrillation <=210 ms on (B)(6) 2010 in the timeframe between 15:46:54 and 11:56:52. There was high resistance/impedance with 1- patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2010. Daily pace lead impedance trend data shows an abrupt increase for right ventricle pace= 448 to 1360 ohms peak between (B)(6) 2010 to (B)(6) 2010.

Event description:
It was reported that there was oversensing that caused 782 detected vf episodes resulting in 61 shocks and 58 aborted shocks. There was a "charge circuit timeout" because of the large number of shocks delivered in a short period of time. The ICD is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.